Event description:
It has been reported to philips that the system failed to boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) visited the site and confirmed the system was not booting up. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the hard disc drive (hdd) of the flexvision pc was not booting up. Review of the system log file showed that the system was not booting up due to malfunctioning of disk-bay. The fse resolved the issue by connecting hard disk to the mainboard directly. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.